Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that for the past few days they noticed they had been going to the restroom a lot. Patient stated they started charging the ins with recharger and it showed ins battery at 90% and therapy off. Patient stated they charged for 53 minutes but ins battery stayed at 90%. Patient confirmed they were able to turn therapy back on already. Agent had patient connect to ins with recharger and handset showed excellent connection ins battery at 90%. Agent reviewed recharger tone will indicate when ins is at 100%. No issues when patient connected to ins during the call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.